Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was not able to reproduce the issue. The stm performed electrical safety test which passed. The stm then performed functional testing and safety checks per factory specifications. The iabp passed all functional and safety tests, and was returned to customer and cleared for clinical use.

Event description:
It was reported that during advanced training on the cardiosave intra- aortic balloon pump (iabp), a "slow gas loss" alarm was generated. The event occurred during the briefing with a demo catheter. There was no patient involvement; thus no adverse event was reported.